Manufacturer narrative:
(B)(4): information unavailable. Device remains implanted.

Event description:
Patient enrolled in (B)(6) study developed a slipped band 22 months following realize band placement. The slip was repaired surgically on (B)(6), 2010 and the patient was discharged home. The issue was resolved without sequelae.